Event description:
The surgeon stated that he implanted a aa4203tl 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged and the lens was cut into pieces and removed from the eye. No suture was required. After removing the lens from the eye the patient had corneal edema. It was unknown what caused the lens to tear. The injector model that was used was a msi-pr and the cartridge model that was used was a mtc60c fp. The surgeon was unable to provide the injector and cartridge lot numbers. Additional information has been requested but none has been forthcoming from the user facility.